Event description:
The customer reported a high blood glucose level, although the specific value was unknown and only displayed as "high." Cause was not known. To address the high blood glucose, the customer took corrective action by administering a correction bolus via their pump and was guided by technical support to inspect their equipment, ensuring there were no issues with the infusion set, tubing, or insulin storage. Customer resumed insulin and would monitor their blood glucose levels and call back if further assistance was needed.